Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a ventricular tachycardia ablation with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and possible surgical intervention. During a vt procedure there's nothing wrong with the devices but there¿s an adverse event. Patient has been bleeding within ablation so he got a pericardial effusion, patient needs another operation. For this procedure they used the patient interface unit, the smartablate, the pump and one catheter. There was a 1 hour delay. Additional information: event date: (mm/dd/yyyy) (B)(6) 2021. This adverse event was discovered during use, or post use of biosense webster products. Physician¿s opinion on the cause of this adverse event: patient condition. Patient outcome of the adverse event is unknown. The patient required extended hospitalization because of the adverse event, all other details are unknown. Generator information: smartablate. It is unknown if a transseptal puncture was performed. Prior to noting the CT ablation was performed. No evidence of steam pop. The event occurred: ablation phase. Irrigated catheter was used in the event and the flow setting: standard setting. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard & vector. Color options used prospectively: fti. The vt procedure was not completed successfully. Surgical intervention was needed due to pericardial effusion. Intervention (drainage & open heart surgery ?). In the first step a drainage further treatment has been done in another hospital. There is no other information about the outcome of the following treatment. I have no further information about the additional surgery. It only can be reported, that the patient has been transferred to the other hospital. There were no issue with the pump. Since the event is life threatening and might result in permanent impairment of a body function or permanent damage of a body structure, it is to be considered serious and MDR-reportable.